Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem in that the pump "frequent no disposable and battery depleted" warnings issue was unable to be repeated during the investigation. No disposable, high pressure, battery depleted, and power lost while pump was on alarm messages were found in the pump's event history logs after pump starting. Also found scratched lens and cracked door. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor. Service recommended a downstream occlusion sensor, microprocessor unit board, lcd lens and battery door to be replaced to correct the reported issues. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited frequent no disposable and battery depleted warnings. It was also reported that scratched lens and cracked door were noted. No adverse effects were reported.